Manufacturer narrative:
Complainant indicated that the front panel membrane was scrapped and will not be returned to zoll medical corporation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to select energy level. Complainant indicated that there was no patient involvement in the reported malfunction.